Manufacturer narrative:
Refer to (B)(4) for the accu-chek aviva system.

Event description:
It was reported the patient received the following results within 15 minutes: hi (greater than 600 mg/dl) with the accu-chek guide me meter and 140 mg/dl with the accu-chek aviva meter.